Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device is seeing noise (oversensing) that caused 10 seconds of pacing inhibition and detection. The device charged, but therapy was aborted. Pacing inhibition resulted in the patient fainting. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the device is seeing noise (oversensing) that caused 10 seconds of pacing inhibition and detection. The device charged, but therapy was aborted. Pacing inhibition resulted in the patient fainting. The device remains in use. No further patient complications have been reported as a result of this event. Further information was received from the physician's office indicating that the pacing inhibition was due to the patient's stove, which was not grounded. The stove is now fixed.